Event description:
Premature battery depletion was reported. The device was replaced after 37 months. The stimulation had become ineffective. Telemetry was not possible. The device was programmed at 3.8 volts, 60 microsec, 130 hz.

Manufacturer narrative:
Device analysis revealed no significant anomalies. The device was found to have lifted bond wires, however, the battery was also found to be depleted which would have had to occur prior to the bond wires lifting. The hybrid circuit itself did not have any anomalies that would cause premature depletion of the battery. The actual device life was within 10% of the longevity estimate.